Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A4: patient weight: unknown / not provided d10: concomitant medical product: tsvmb11, imp, tsv, mcol mg,3.7mm,11.5mml, lot: 1224821. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that after removing bridges at tooth sites #16-#26, suppuration was observed, the area was cleaned well and left for observation. In subsequent check-ups, more loss was noted, so it was decided to remove the implants due to infection.